Event description:
It was reported that the patient had a hematoma at the lead site. The patient was taken to the emergency room due to weakness in the legs. The physician believed it was procedure related. All components were explanted, and patient was doing well postoperatively. The explanted products were not returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc . Upn: m365sc14320. Model:sc-1432. Serial: (B)(6). Batch: 236609. UDI: (B)(4).